Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer inquired about the test principle for the elecsys ft3 iii and elecsys ft4 ii assay and stated they received questionable results for one patient from an unknown roche analyzer. For the patient, the ft3 result was higher than the t3 result and the ft4 result was higher than the t4 result. The t3 and t4 tests were run on a different (unknown) system that uses a two-step immunoassay). Specific data was requested, but it was not provided. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. The customer questioned if interference could have affected the results differently than with two-step immunoassays. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The ft4 and ft3 assays, are not two-step immunoassays. However, assay interferences can occur for all types of immunoassays independent of supplier, parameter, and setup. From the provided information, a general reagent issue could not be detected.